Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking during preparation for a biliary drainage procedure. When the user flushed the catheter to exclude air during preparation, the drug solution leaked between the catheter and the hub. Upon further inspection, the user put the device in a tray filled with normal saline solution and sent air through the catheter. Tiny air bubbles appeared which confirmed leakage. Another like device was used for the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection, dimensional verification and functional test of the returned device were conducted during the investigation. The visual inspection of the returned device showed a used catheter with a mac-loc in the locked position. No physical damage to the device was observed. A leak test was performed and confirmed the presence of leakage between the catheter and the hub. A tug and twist test confirmed that the proximal assembly was secure. The suture string was found to be partially wound in the threads and the catheter flare appears to have a lip and is slightly lopsided. Dimensional analysis confirmed that all device components had been manufactured within the correct specifications and tolerances. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The instructions for use instructs the user to inspect the device prior to use to ensure that no damage has occurred. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were two other reported complaints with the same failure mode for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined but is likely related to manufacturing related. Potential causes have been identified as a suture presence within the threads of the cap and adapter assembly that interfere with the seal during torqueing, inconsistencies in flaring and the silicone insert being punctured due to improper threading. Appropriate measures have been taken to address this failure mode. Appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints.